Manufacturer narrative:
Section d10 references: product ID b3400060 lot# serial# (B)(6),implanted: (B)(6)2024, explanted: (B)(6)2025, product type extension product ID b3400060m lot# serial# (B)(6),implanted: (B)(6)2024, explanted: (B)(6)2025, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 05-jun-2026, UDI#: (B)(4). ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 25-jun-2026, UDI#: (B)(4), h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient received a 2703 code when attempting to increase the amplitude from around 2.75 to 3 ma. This code was an out of regulation message, which agent suggested may be due to high impedances, low implantable neurostimulator charge, or high settings. It was suggested that the patient charge implant to see if it would allow them to increase amplitude any further along with a visit to the clinic to check impedances. The patient was redirected to their healthcare provider for further assistance. No symptoms were reported. (B)(6) 2025 (B)(6), rp (rep): additional information received from the manufacturer¿s representative (rep) reported the patient was taken to the operating room on (B)(6) due to a high impedance issue. Upon opening the patient the extensions were disconnected, wiped off, and reconnected, but the impedance issue remained. The extensions/leads were then disconnected from the implant and checked with cable which again showed high impedances. The healthcare provider (hcp) then went to the lead/extension connection site and disconnected the leads from the extensions and tested lead only impedances. The left lead-only impedances were all green indicating the impedance issues were on the extensions (1a and 1b showed as over 10,000 on bipolars) and the right lead-only impedance was still high at over 5,000 on monopolar pairs. The hcp replaced the left extension, and all impedances resolved when testing at the neurostimulator site (existing neurostimulator was kept implanted). The hcp was going to repeat stage 1 to replace the right lead at a later date. In order to avoid any issues with the right extensions at the future stage 1, the hcp elected to proactively replace the right extension. Stage 1 for the right lead had not yet been scheduled.

Manufacturer narrative:
H3. Analysis of the extension (B)(6) found no significant anomaly. Analysis of the extension (B)(6) found the conductor was broken at the distal end up to the transition point. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.